Event description:
It was reported that the device appeared to catch on fire as the bed released smoke and triggered our fire alarm system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
As a result of the report, a stryker quality assurance engineer requested return of the cpu board for further evaluation by stryker research and development. Stryker research and development was unable to identify a specific component of the cpu board that caused the event due to the damage. After evaluation of the cpu board, it was determined that the thermal event was likely due to the cpu board overheating, but the actual component of the board that caused the event was not able to be confirmed. During the labeling review, it was identified that the bed had exceeded service life at the time of the event. This may have caused or contributed to the event. Additionally, the hospital allegedly had an internal team evaluate the bed and found that the cpu board and transformer connector had severe damage. The issue was resolved for the customer by removing the bed from service and stryker procare evaluating the product.

Event description:
It was reported that the device appeared to catch on fire as the bed released smoke and triggered our fire alarm system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.